Event description:
After insertion of the iupc in a woman during labor, the pt had a complete abruption. The baby had an extended stay in nicu and was discharged from the hospital. The actual device used was discarded and therefore could not be evaluated by the MFR.